Event description:
Patient''s mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver is turning off on its own on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was attempted but could not be performed due to the receiver not holding charge. The receiver case was opened for further evaluation. And interior inspection confirmed the reported event of the receiver turning off on its own. The root cause was determined to be a defective battery.